Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate which led to an empty cartridge alarm (cartridge alarm 8). Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. Additionally, the customer experienced resistance when filling a cartridge. The customer changed the needle and was able to fill the cartridge successfully. There was no reported adverse impact to the customer¿s blood glucose level.